Event description:
It was reported the device experienced an electrical reset prior to implant. The manufacturer's technical services were consulted. Technical services advised the physician not to use the device. A new device was used for the procedure. No patient involvement was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010 at 10:40:59, the device recorded a critical ram parity error por (power on reset).